Event description:
This same style port was implanted in a pt and the radiopaque stripe on the catheter did not show up on x-ray as it should. Rptr decided to test this port (the last one rptr had of this model) by placing it under the fluoroscope. Its stripe also did not show on x-ray. No pt involvement.